Manufacturer narrative:
This is default text configured for block h10.

Event description:
Spike that is on that plastic adapter looked defective and was not sharp enough to pierce through the rubber top of the vial [device defective] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns adverse events of device defective and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 24-mar-2026 amneal pharmaceuticals received information from a pharmacist via an email concerning above mentioned adverse events experienced by the patient while on amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant information (#1) was received on 25-mar-2026 from the pharmacist via a telephone call. New information included; product details (serial no) and narrative was updated. On an unknown date, the patient was being treated with risperidone for extended-release injectable suspension, the 50 milligram per vial single dose pack (ndc: 70121-2628-5, lot: ap250592, expiry date: 30-nov-2027, serial number: (B)(6) (dose, frequency was not reported) for an unknown indication. Concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. It was reported that nurse on staff at the location that gives risperidone injection periodically. In the last two products that she had received, the lot number on the previous, she had significant issues with the vial adapter, the plastic vial adapter that's in there. After investigating that problem, it was rather obvious that the spike that is on that plastic adapter looked defective and was not sharp enough to pierce through the rubber top of the vial. So, they just extracted the injection with a needle, so the patient got their medicine and it's all okay. Last action taken with risperidone in relation to device defective and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device defective and no adverse event was unknown. The reporter assessed the causality of events device defective and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.